Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had prior total hip arthroplasty with a corail stem and a pinnacle cup. The patient fell and sustained a periprosthetic fracture. The corail stem was removed and replaced with a competitive revision stem. A 48 mm liner and a 32+ 1 ceramic head ball was removed. A 48 mm pinnacle cup was retained and a dual mobility construct was implanted. There was no surgical delay. Doi: unknown, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.